Event description:
It was reported that a spectrum iq pump had some numbers on the keypad that would not work. This occurred during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, some numbers on keypad will not work was reproduced as the keypad buttons (soft key 0) does not respond to input correct. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad not responding to input correctly. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.